Manufacturer narrative:
The insulin pump was returned an evaluated by the manufacturer on the initial report; corrections have been made on this report with updated device evaluation codes and device analysis notes. The insulin pump was received unable to prime unit during prime test due to faulty force sensor and with intermittent buttons due to corroded keypad traces. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. The operating currents are within specifications. The insulin pump passed self test, a21 error test, displacement test and basic occlusion test. The insulin pump had cracked case at the display window corners, cracked display window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
The insulin pump was unable to prime.

Event description:
Customer reported via phone call keypad anomaly and high blood glucose levels. Customer's blood glucose reading was 800 mg/dl. Troubleshooting for keypad anomaly was performed. Customer stated they tried to prime the tubing and the esc button was stuck. Customer advised they were unable to stop the insulin from coming out of the tubing. Customer was able to resolve the issue but their blood glucose levels remained high. Customer advised the esc and act buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis. Troubleshooting for high blood glucose was performed. Customer experienced vomiting, excessive thirst, high blood glucose levels and they were hospitalized. Customer was on the verge of going into diabetic ketoacidosis.